Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: tube collected using vacuum, and blood volume is lower than mark. When collected with wingset, even though using discard tube, it happens; it also happens with multiple needle as well.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: tube collected using vacuum, and blood volume is lower than mark. When collected with wingset, even though using discard tube, it happens; it also happens with multiple needle as well.

Manufacturer narrative:
H.3. Investigation summary: bd received 1 photo from the customer in support of this complaint. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube. The product expired 31oct2022. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received, the investigation was limited. Additionally, 10 production lot in-house retention samples from the bd inventory were visually inspected and functionally tested (prior to their expiration date of oct 30, 222)) and the issue of underfill was not observed as all tubes met specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.